Event description:
It was reported that within one month of implant, there was elevated threshold for approximately one to two days, with atrial lead dislodgement later noted. It was noted that the day before the elevated threshold, the patient had been vacuuming a car trunk, using the left arm to reach inside. The atrial lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58 implantable pacing lead, (B)(6) 2014. (B)(4).